Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested; and was found that the lid locking mechanism was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing prior to surgery, it was discovered that the battery casing device would not open. There was no delay to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.